Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue further.